Manufacturer narrative:
Unique identifiers were not provided in order to conduct a comprehensive records re-review. If additional information is provided, a follow up report will be submitted.

Event description:
Rti surgical, inc (rti) and tutogen medical gmbh (tmi) received a complaint on (B)(6) 2019. An adverse event was reported through a post market survey for copios pericardium membrane for dental applications via qualtrics survey software. The doctor indicated that 1 - 5% of his patients/cases have experienced dehiscence and resorption (especially in smokers) in the past 2 years. To date, additional information has not been provided.